Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery. A 200cm, 8cm poly tip v-18¿ control wire¿ was advanced to the target lesion. However, during the procedure when the wire was being used with a rubicon support catheter, the polymer tip came off and was left inside the patient in a very distal portion of the posterior tibial artery. Another wire was attempted to access the lesion but there was too much disease. The procedure was completed using a different device. No further patient complications were reported and the patient's status was fine.